Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error and unexpected restart alarm. The customer states they were unable to clear the alarm. The customer's blood glucose level at the time of incident was 106mg/dl. The customer was advised that the pump would need to be replaced and returned for analysis.